Event description:
Customer was using the commode and the 2 back legs bent. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The consumer alleges that while using the 6599 bariatric commode, the rear 2 leg bent. The age of the product is 1 year 1 month old. The consumer alleges she has only been using the product for 1 month. This is a bariatric commode with a weight limit of 1,000 lbs. A replacement commode has been sent to the dealer on warranty order # (B)(4). No injury alleged.